Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-09-23. . Investigation summary: two photos and two samples were received by our quality team for evaluation. From the returned samples, the team observed package sealing edge peel off due to poor perforation cut lines which caused the full blister tear not to be achieved and resulted in being difficult to tear apart. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. At the primary packaging perforation station, there is a perforation knife to cut perforated cuts. Probable root cause could be due to perforation knife wear and tear, causing the poor perforation cut lines. This caused the difficult to tear apart blister packages and resulted in top web sealing area peel off. The production technician may have been unable to detect the good and bad perforation cut lines, hence parts flow to the next process. A visual check to the perforation line before performing the perforation tearing test has been added.

Event description:
It was reported that syringe 3ml ls had no perforate between the package. This occurred on 4232 occasions before use. The following information was provided by the initial reporter: no perforate between the package so the package tear off when split it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 3 ml ls had no perforate between the package. This occurred on 4232 occasions before use. The following information was provided by the initial reporter: no perforate between the package so the package tear off when split it.